Event description:
On (B)(6) 2014, the reporter contacted animas and alleged the following: the patient¿s blood glucose (bg) level has been in the 500-600 mg/dl range for the past few weeks. Patient stated his health care provider (hcp) was adamant the pump was malfunctioning. Patient and hcp are refusing to troubleshoot pump patient has severe vomiting . Patient is currently in the hospital. He received a kidney transplant on 09/13/2013. He was admitted to ER on 01/10/2014 and is being treated with IV fluid and lantus injection. Patient is currently off of his pump and bg is down to 300 mg/dl. Customer support (cs) advised patient¿s spouse that the patient must troubleshoot pump with cs before a replacement can be shipped. This complaint is being reported due to the allegation of pump malfunction and because the patient experienced hyperglycemia.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on (B)(6)2015 with the following findings: unable to confirm/duplicate complaint of inaccurate delivery. Due to continued use, pump information from date of pi ((B)(6) 2014) has been overwritten. A review of recent pump basal and tdd history shows the basal delivery to be accurate based on the user's programmed settings. The pump was exercised for 24 hours at 2.0u p/h; pump history shows the correct amount of insulin (48u) delivered. Accuracy flow test was completed with no delivery defects found. Unrelated to the complaint, the battery compartment is cracked at the battery compartment threads above the bumper.